Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited foreign material coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, foreign material was confirmed in the nozzle, however; it was not possible to identify the foreign matter. There was no physical damage at the place where the foreign material remained. A definitive root cause could not be determined. The were no deviations from the reprocessing steps as presented in the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the below IFU. The operation manual, ¿gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The reprocessing manual, ¿gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.